Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue: flow rate accuracy test constantly failing. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported failed flow accuracy was reproduced. During flow accuracy testing the device failed at an error % of -7.2872. Review of the history log on the day before the last day of customer use revealed basic infusion at a rate of 40 ml/hr and vtbi: 20 ml, which is the recommended parameters for flow accuracy testing outlined in the spectrum service manual. It ran to completion without interruption. No abnormalities that could cause or contribute to the reported problem were observed through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate travel failure. The pressure plate travel requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.